Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 years, 4 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced a percutaneous lead (driveline) infection. The culture source confirmed blood, bacteria, staphylococcus aureus and staphylococcus lugdunensis. No evidence of systemic infection. Oral doxycycline for 249 days was initiated. The patient reported some erythema around the driveline exit during the 90 day visit which on (B)(6) 2016. The plan at that visit was to monitor the driveline exit site closely and no treatment was given. No driveline issues were reported at subsequent visits but patient did report accidental and frequent tugs on the driveline which would get caught in door knobs and drawer knobs. On (B)(6) 2017, the patient reported some drainage and bleeding which was when the antibiotics were initiated. The patient has been maintained on long-term suppressive antibiotics, recent cultures have grown staph aureus and staph lugdunensis. There is no further discharge from the exit site and the vad team continue the patient on antibiotics and reassess at next appointment.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A specific cause for the reported driveline infection cannot be conclusively determined. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. The manufacturer is closing the file on this event.